Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported difficulty retracting the foot was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of tissue injury is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties, patient effect and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Na

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention. Reportedly, after deployment of the proglide, the footplate would not close and caught the tissue in this deep access site. The vessel ripped. The patient went to the operating room. Surgical suturing was used to repair the vessel and achieve hemostasis. There was a reported clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.